Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 867590 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, gravida I, herpes nos, metrorrhagia, joint pain, carpal tunnel syndrome, sleep disturbance and stiffness. Concurrent conditions included ear pain, uterine bleeding, ache, nonspecific abnormal papanicolaou smear of cervix, iron deficiency anemia, chlamydial infection, syphilis, abdominal pain, sexually transmitted disease, abdominal discomfort, cramp in lower abdomen, irregular menstruation, vaginal bleeding, dysfunctional uterine bleeding, menstrual disorder, dizzy, light-headed, disorientated, restlessness, skin infection, erythema, wound infection, back pain, neck strain, muscle pain, numbness, tingling, neck pain, shoulder pain, obesity, head pain, sleep disorder, carpal tunnel syndrome, neck strain, mouth pain, vaginal discharge, fibroids, pelvic discomfort, rash, pruritus, dermatitis, rheumatoid arthritis, fatigue, dysesthesia, feeling cold, hand pain, wrist pain, arthralgia, fibromyalgia, polyarthritis, tenderness, inflammatory arthritis, cough, bronchitis, cataplexy, sleep paralysis, sleepiness, thoracic spondylosis, spinal pain, hypersomnia and insomnia. Concomitant products included hydrocodone, medroxyprogesterone acetate (depo provera) and nabumetone (relafen). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), rash ("skin rash") and pelvic discomfort ("discomfort"). The patient was treated with surgery (laproscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, autoimmune disorder, rash and pelvic discomfort outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, genital haemorrhage, pelvic discomfort, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure devices in fallopian tubes. Tubes occluded.. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, nickel allergy. Lot number - 867590- not valid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of product technical complaint. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 867590) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, gravida I, (B)(6), metrorrhagia, joint pain, carpal tunnel syndrome, sleep disturbance and stiffness. Concurrent conditions included ear pain, uterine bleeding, ache, nonspecific abnormal papanicolaou smear of cervix, iron deficiency anemia, (B)(6) infection, (B)(6), abdominal pain, (B)(6), abdominal discomfort, cramp in lower abdomen, irregular menstruation, vaginal bleeding, dysfunctional uterine bleeding, menstrual disorder, dizzy, light-headed, disorientated, restlessness, skin infection, erythema, wound infection, back pain, neck strain, muscle pain, numbness, tingling, neck pain, shoulder pain, obesity, head pain, sleep disorder, carpal tunnel syndrome, neck strain, mouth pain, vaginal discharge, fibroids, pelvic discomfort, rash, pruritus, dermatitis, rheumatoid arthritis, fatigue, dysesthesia, feeling cold, hand pain, wrist pain, arthralgia, fibromyalgia, polyarthritis, tenderness, inflammatory arthritis, cough, bronchitis, cataplexy, sleep paralysis, sleepiness, thoracic spondylosis, spinal pain, hypersomnia and insomnia. Concomitant medical products included hydrocodone, medroxyprogesterone acetate (depo provera) and nabumetone (relafen). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), rash ("skin rash") and pelvic discomfort ("discomfort"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, autoimmune disorder, rash and pelvic discomfort outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, genital haemorrhage, pelvic discomfort, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure devices in fallopian tubes. Tubes occluded.. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, nickel allergy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.